Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
It was reported that a patient was implanted with an impella cp and developed limb ischemia concerns. A fasciotomy was performed and the pump was replaced with a new impella cp. Later, it was determined that the flow issue was caused by the patient's blood pressure and not the impella pump.